Event description:
The account alleged that when they press the knee up switch the knee runs up a few inches and will stop and run back down. No injury reported.

Manufacturer narrative:
The account replaced the connector board to resolve the issue.